Event description:
The customer reported that the sys failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to the event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional svc info was provided.